Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-20275. It was reported the pt is not receiving stimulation after hearing a popping sound while exiting a car. Diagnostics determined invalid impedances on the leads. Surgical intervention will be taken at a later date to address the issue. The pt has four supra-orbital leads(off-label). Three of them have the same lot number. It is unk which one is related to the issue. Therefore, all of them are reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.